Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer purchased a two pack at rite aid, fitted them both successfully, but after wearing the first one for 2 weeks, it split in half. He tried to return it via mail with the night protector, b ut the post office rejected it.